Event description:
The second of three reports involving the same pt. (B)(4). A mayfield ultra base unit was involved in a slippage during a pt procedure. The reporter described the event as; during a procedure, there was difficulty locking/unlocking the unit. During that period, the device began to slip. The pt did not incur any injury.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.